Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2021. On (B)(6) 2021, the cgm was displaying 94 mg/dl which the patient described as low readings. Based on the reading, the patient drank gatorade to bring up his glucose values. The patient was feeling sick and began to vomit and called the paramedics. The patient stated he was probably having high glucose for days; however, the cgm did not reflect this. The paramedics checked the patient¿s bg and it was 540 mg/dl. The patient was hospitalized for diabetic ketoacidosis (dka). He could not remember what treatment was provided and was still in the hospital at the time of the report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.